Event description:
It was further reported that the patient did not have any further concerns. The patient had her questions answered when she called the company¿s patient and technical service line.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient use to get ¿goosed¿ when they would go through security detectors. The detectors would turn the device off or turn the stimulation up.